Manufacturer narrative:
H10: a1, d10, h3: updated information. H11: b1, b2, g3, g5, h1, h5, h6, h8: corrected information.

Manufacturer narrative:
The navio handpiece, used in treatment, was returned for further evaluation and a visual and functional evaluation was performed, which confirmed the reported event. The reported problem was visually confirmed. The lead screw nut has completely separated from the snap lock. The handpiece side strain relief has been pulled back. The outer cable jacket is torn at the collet exposing cable conductors. Although the reported problem was visually confirmed, the handpiece troubleshooting test was performed and the device failed the test. Handpiece would jam/fail the handpiece test with a torque value of 98. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during the release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system user¿s manual (500196 rev. C) was reviewed and there was no information regarding the broken snap lock nut. Additionally, product labeling has been ruled out as an issue for this complaint. This failure is captured in the navio risk profile. Clinical/medical investigation noted that the surgeon changed from a navio assisted instrumentation to manual instrumentation to complete the procedure. A review of this complaint case revealed there were no patient injuries reported. Since there was, no alleged harm to the patient, no further medical assessment is warranted at this time. The root cause was found to be a mechanical component failure. As part of corrective actions, a new and more robust design of the snap lock has been released.

Event description:
It was reported that during tka the lead screw broke and handpiece stopped working. Case was completed as a manual procedure using s+n instrumentation. Unknown if there were any delays and no injury was reported.